Event description:
Hill-rom received a report from the account stating the bed will raise and lower unintentionally. It was running on its own. The bed was located in 3 west general med surge in the plant ops hall. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the patient pendant control was stuck in between the head section and the base frame causing multiple buttons to be continually pressed. This was causing bed movements each time the bed was plugged into a power supply. Per the hill-rom user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the patient pendant from under the bed's surface. He completely tested the bed functions and found no issues. Based on this information, no further action is required.